Event description:
New information received indicates that previously reported noise was caused by the patient&#38112;farm equipment. There are no allegations on the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the ventricular lead via merlin.net. No further information is available at this moment.